Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for n on-obstructive urinary retention. It was reported by an advanced evaluation patient that they didn¿t start tracking until (B)(6) 2019 because they had to go back to the hospital. There were no further complications reported.